Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary : the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device came in used condition. The red trigger was found unlocked which was indicative of manipulation. The first plate was found deployed, the second plate remained into the needle. A functional test was performed to the remaining plate. A rubber meniscus simulator was used. The device performed as intended. A review of the batch manufacturing records was conducted on finished lot number 1034r7: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; the red trigger may have pulled partially while it was been unpacked, causing the first plate to be slipped out of the plate container; however this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a meniscal repair procedure, it was observed that after unpacking the device from the original packaging, the implant was ejected from the applicator. During in-house engineering evaluation of the device, it was determined that the red trigger was found unlocked which was indicative of manipulation; and the first plate was found deployed while the second plate remained into the needle. Another like device was used to complete the procedure without delay. There was patient involvement. There were no adverse consequences to the patient reported. No additional information was provided.